Manufacturer narrative:
On site investigation was completed on 7/29/08 by local distributor. The lift was found to be in good working condition and had been removed from svc. At this time, the only info received by the distributor was the serial number of the lift and yr of MFR.